Manufacturer narrative:
As reported, during inflation of the balloon during the device prep, the balloon would not stay inflated. The 6f/7f mynxgrip vascular closure device (vcd) was not used. The user was trained in the use of the mynx device. The device stored and handled per the instructions for use (IFU). The mynx vcd was prepped according to IFU instructions. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer (si). The vessel type was a femoral arterial that was 6mm. The procedure type was interventional peripheral. The stick location was medium and the sheath used was a 6f non-cordis device. The device was not used on the patient. Hemostasis was achieved with another mynxgrip device and the patient is noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned with the device. The catheter was inspected for anomalies. No anomalies were observed. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, approximately 1.5 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A device history record (DHR) review of lot f1826703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure at prep¿ was confirmed through analysis of the returned device. However, the exact cause of the rupture reported could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, handling factors are possible. If pressure is applied in a rapid impulse action, this could result in excess pressure being applied to the balloon before the activation of the pressure relief valve, potentially contributing to a taper to taper tear in the balloon. According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, during inflation of the balloon during the device prep, the balloon would not stay inflated. The 6f/7f mynxgrip vascular closure device (vcd) was not used. The user was trained in the use of the mynx device. The device stored and handled per the instructions for use (IFU). The mynx vcd was prepped according to IFU instructions. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer (si). The vessel type was a femoral arterial that was 6mm. The procedure type was interventional peripheral. The stick location was medium and the sheath used was a 6f non-cordis device. The device was not used on the patient. Hemostasis was achieved with another mynxgrip device and the patient is noted to have recovered.